Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured. The physician had successfully deployed a penta stent in the rca. The physician then attempted to place another penta stent in a lesion located in the left circumflex coronary artery, but the device was initially unable to cross the lesion. This device was removed and the physician was able to cross the lesion using the maverick2 monorail balloon. The balloon was inflated at the target lesion, but ruptured at 6 atms on the initial inflation. The maverick2 monorail balloon was removed. The device used to complete the intervention at the lcx lesion site is unknown. The patient was asymptomatic during this event. The procedure was successfully completed. Patient status is reported as 'good'.